Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces of the tampon got stuck inside of me- vagina [foreign body in reproductive tract] pieces of the tampon (got stuck inside of me)- tampon [device breakage]. Case narrative: consumer reported via phone that pieces of the tampon got stuck inside of her. No serious injury reported.